Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 498mg/dl before bolus, 512mg/dl which was treated with manual injection, 556mg/dl, 518mg/dl on treating manually blood glucose was 447mg/dl. Customer current blood glucose was 240mg/dl. Customer had short breath and feeling no more thirsty. Customer states that she was hospitalized in december. Insulin pump will not be return for analysis.